Event description:
When attempting to cross the stenosis in the left middle cerebral artery (mca), it was noted "some limitation in progression of the ascription of the wire". Imaging revealed a vessel dissection and decreased blood flow into the distal mca. The patient's level of consciousness deteriorated and the patient was intubated. The device was exchanged for another guidewire and angioplasty and stent placement were completed uneventfully. After the stent deployment, there was still a delay in the distal filling of the mca branches. The patient's condition continued to decline and imaging revealed a subarachnoid hemorrhage (sah) with cerebral edema. An external ventricular drain was placed. The next day the patient died, cause of death was reported as a consequence of the vessel dissection resulting in sah, cerebral edema and associated intracranial hypertension leading to brain death.

Manufacturer narrative:
A ship history review identified three batches that were supplied to the facility prior to the event. The device history record review of these batches confirms that the device met all material, assembly and performance specifications. The device was not available for evaluation. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel dissection, hemorrhage and death are known and anticipated complications to these types of procedures and are noted in the labeling. Most likely some anatomical or procedural factor caused or contributed to the vessel dissection noted after the stenosed lesion had been partially crossed with the wire. Therefore, a root cause of operational context has been assigned to this event.

Event description:
When attempting to cross the stenosis in the left middle cerebral artery (mca), it was noted "some limitation in progression of the ascription of the wire". Imaging revealed a vessel dissection and decreased blood flow into the distal mca. The patient"s level of consciousness deteriorated and the patient was intubated. The device was exchanged for another guidewire and angioplasty and stent placement were completed uneventfully. After the stent deployment, there was still a delay in the distal filling of the mca branches. The patient's condition continued to decline and imaging revealed a subarachnoid hemorrhage (sah) with cerebral edema. An external ventricular drain was placed. The next day the patient died, cause of death was reported as a consequence of the vessel dissection resulting in sah, cerebral edema and associated intracranial hypertension leading to brain death.